Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. The expiry date of the lot number involved was 30th september 2023. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired. Expired tubes will draw less volume than tubes still within their shelf-life. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes negative pressure of the blood collection tube is insufficient. The following information was provided by the initial reporter. The customer stated: when collecting blood in the morning, the blood volume of the blue vacuum blood collection tube cannot be reached. It may be that the negative pressure of the blood collection tube is insufficient. Replace the blood collection tube with a new one.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes negative pressure of the blood collection tube is insufficient. The following information was provided by the initial reporter. The customer stated: when collecting blood in the morning, the blood volume of the blue vacuum blood collection tube cannot be reached. It may be that the negative pressure of the blood collection tube is insufficient. Replace the blood collection tube with a new one.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.